Manufacturer narrative:
The reported smartstitch perfectpasser connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer complaint cannot be confirmed. From the information provided, a piece of the device broke off into the patient shoulder. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force applied while manipulating the tissue. Excessive force used to manipulate tissue can result in failure. An exact root cause cannot be determined with confidence as no product was received for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that a piece of the device broke off into the patient shoulder.